Event description:
It was reported that on (B)(6) 2011, the patient underwent an uneventful rx acculink stenting procedure in the left internal carotid artery. On (B)(6) 2011, the patient was hospitalized with a stroke. Symptoms included numbness involving the right side of the head, face and hand. Neuroimaging confirms several small infarcts of the left precentral gyrus and post central gyrus consistent with thromboembolic infarcts. Treatment included thrombolytic therapy. On (B)(6) 2011, the patient experienced an episode of right sided tongue and face numbness which was correlated with a new punctate lesion in the left superior parietal region. Treatment included thrombolytic therapy. On (B)(6) 2011, the patient experienced an acute onset of right lip numbness followed by right facial and hand numbness. The symptoms had resolved by the time the patient presented to the emergency room. Treatment included thrombolytic therapy. On (B)(6) 2011, the patient experienced right hand weakness, slurred speech and word finding difficulty. The right hand symptoms resolved upon arrival to the emergency room, however, the dysarthria and aphasia persisted. The patient condition is continuing but is improved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, thrombosis and embolism are known potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.